Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. Evaluation summary (B) (4) no anomalies found (B) (4) full lead.

Event description:
It was reported during the implant procedure that there was difficulty positioning the lead. The lead was removed and replaced. There were no patient complications reported as a result of this issue.